Manufacturer narrative:
(B)(4). The stent delivery system (sds) was returned for evaluation. Stent dislodgement was confirmed. Stent damage was not confirmed, because the stent was not returned. Based on a visual analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that physician removed the yellow protective sheath and stylet without difficulty. It was then noted that the stent had dislodged and remained on the stylet, inside the sheath. The stent then fell off the stylet and onto the floor. When the stent was retrieved from the floor, it was noted to be stretched out in the middle section. The device was not used and there was no patient involvement. Two non-abbott stents were then used. No additional information was provided.